Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that needle break . The customer¿s blood glucose level was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and checked needle for burrs or hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.